Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6), on 02-jun-2024, it was reported that one infusion set was fell off during use and infusion set is used for about 1 1/2 days. The blood glucose level was 316 mg/dl. No further information available.